Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient went to hospital due to low blood glucose levels on (B)(6) 2025. Patient was hospitalized for less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 10-jul-2025. Device history record (DHR) review: the lot 6010427 manufactured according to the document version 82 on 30-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 09/jul/2025 against malfunction code no malfunction based on complaint information ,harm code signs of untreated hypoglycaemia that patient is unable to self-manage requiring intervention by an health care provider (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6010427 and 11 complaint has been registered in databse for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question and harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.